Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure when the new device was implanted it was forgotten to enable detection before testing dft (defibrillation threshold) therefore, during t-shock induction vs (ventricular sense) only noted after vf (ventricular fibrillation) was induced. The patient had to be rescued externally. The device was removed and not used and a different device was implanted instead. It was noted that the physician requested a new device be implanted before it was figured out what was wrong with the initial device. No further patient complications have been reported as a result of this event.